Event description:
The provider states the end user purchased the bench in (B)(6) 2014. The provider initially replaced the tips and now the frame is poking through the seat. No injuries noted. The end user demographics are female, (B)(6).